Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was broken. Customer's blood glucose value was 5.6 mmol/l. Customer stated that the sensor the plastic cover on top of the sensor did not come off. Customer stated that introducer needle was not hard to remove. Customer was not reporting that the sensor or introducer needle fractured while in the body. The device will not be returned for analysis.